Event description:
The account alleged that the reverse trendelenburg function would not operate.

Manufacturer narrative:
The account replaced the limits interface cable to resolve the alleged problem with the reverse trendelenburg function not working.